Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor and was therefore unable to test. Customer experienced loss of consciousness requiring treatment with fruit juice by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor and was therefore unable to test. Customer experienced loss of consciousness requiring treatment with fruit juice by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor and was therefore unable to test. Customer experienced loss of consciousness requiring treatment with fruit juice by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.